Event description:
Caller states customer had tested 321 mg/dl on the advantage system while using expired comfort curve test strips. Shortly after receiving this result customer fell and hit his head; caller reports customer was disoriented. Paramedics were called, and customer tested 25 mg/dl on professional device approximately 30 minutes after testing 321 mg/dl. Caller believes customer was treated by paramedics and taken to the hospital where he was treated with an IV of unknown content. Customer later tested 191 mg/dl at the hospital. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.